Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states that the insulin pump was cracked. The blood glucose reading at the time of hospitalization was around 820 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.